Event description:
It was reported that the patient had several emergency backup battery (ebb) fault alarms. The ebb was replaced on (B)(6) 2023, however the alarms persisted. There was one no external power alarm on (B)(6) 2023. The no external power alarm was due to the patient's nurse hooking them up to a power module patient cable that was not connected to the power module. The patient's system controller was exchanged, and the ebb faults resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of backup battery fault alarms and a no external power alarm were confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 4 days of data ((B)(6) 2023 per the timestamp). The log file captured a no external power alarm on (B)(6) 2023 from 12:58:46 to 12:59:03 due to both system controller power cables being disconnected from power. The alarm resolved once the black power lead was reconnected to 14v batteries. The system controller backup battery supported the system during the loss of external power without any issues. The log file also captured intermittent backup battery fault alarms on (B)(6) 2023 from 14:17:59 to 19:44:33 that were associated with backup battery circuit faults. The backup battery fault alarms appeared to resolve on their own. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. The root cause of the reported backup battery fault alarms could not be conclusively determined through this analysis. The root cause of the reported no external power alarm was determined to be both system controller power cables being disconnected from external power at the same time. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook explain the various ways to power the heartmate 3 lvas. The IFU and patient handbook explain how to switch power sources, and state that at least one system controller power cable must be connected to a power source at all times. The IFU and patient handbook also inform the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and backup battery fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.